Event description:
It was reported that the keypad of (B)(6) insulin pump had fallen off, raising concerns about the accuracy of entering readings and exposing the internal components to dust and moisture. There was no adverse impact to the customer¿s blood glucose level. No follow-up with the patient was necessary, as the email was intended for documentation purposes only, and corrective actions involved updating the product classification to reflect housing damage.